Manufacturer narrative:
(B)(6). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 9th related complaint for not clipping and the 5th for difficult/unable to operate on lot # 7177532. Investigation summary: customer provided two photos of a bd safe-clip device from lot 7177532. No samples were returned therefore the investigation was performed based on the photos provided. Consumer reported that the cutting needles is not cutting well, when you enter the needle it bends, it also does not fit the needle well and it is like has undocked. After review of the photos provided by the customer, it was determined that the issue could not be confirmed; from the photos alone, it could not be determined whether the safe-clip device could function properly or not. No apparent defects were observed on the sample shown in the photos. According with the DHR review information, the problem ¿not clipping¿, and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: as no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sharps disposal experienced safeclip not clipping/jammed during use. The following information was provided by the initial reporter: the caregiver mentions that the cutting needles is not cutting well, when you enter the needle it bends, it also does not fit the needle well and it is like has undocked. The customer does not mention from what date they are having the problem with this device.